Event description:
I received a letter from walmart, safety information about the medical device freestyle libre 3 plus sensors. Have been giving me incorrect low glucose reading, I would do a finger test, and I would have a high reading between 4-7 points higher when the sensor say it is low.